Manufacturer narrative:
Investigation summary: the complaint samples sent were misplaced so we are unable to do a full evaluation. We are following up on this incident to mitigate this issue in the future. If the sample is found, a follow up evaluation will be performed. . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9275399 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: based on the complaint description, this failure would have occurred during the assembly printing process due to an issue with the printer and was missed by personnel. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 30ml ll s/c 56 did not have scale markings. Discovered before use. This occured on 4 separate occasions. The following information was provided by the initial reporter: verbatim: it was reported that no measurement markers were present one the syringe.